Manufacturer narrative:
E.1. Initial reporter facility: m health fairview university of minnesota medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that there were no failures on the screen. A tss dialed into the station found station was communicating, no error from data synchronization logs, no notices in health sight viewer, station reboot was recent. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to sync. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.